Event description:
I am submitting this on behalf of my father, (B)(6). He passed away on (B)(6) 2025 at 8:24am. He was being treated at (B)(6) for vegetation on his mitral valve replacement. He was to have surgery on (B)(6) to replace the infected valve and redo his bypass surgery due to the severity of the infection. In speaking with his doctor, this is a known side effect with ~9% of these porcine mitral valves developing vegetation. Sadly, my dad is part of the ~9% which lead to his death. It is understood that sometime in the early morning hours of (B)(6) the vegetation broke off, causing a fatal heart attack. The vegetation could not be found on an echo after failed resuscitation and putting him on ECMO. Thus, leading to the belief that the vegetation caused the fatal heart attack. Conversations with the doctor regarding my dad's quality of life, we agreed that it was in his best interest to take him off life support.